Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service check on the system and found that the background counts were showing signs of contamination. Background counts are measurement tests performed by the advia centaur system to check whether the acid, base, wash1 and water fluidics show signs of contamination. The cse performed a decontamination of the system to rule out the fluidics as a potential contributing factor for the discordant results. The cse also performed adjustments to the reagent probe 3 which is utilized by the hbsagii assay to deliver reagent to the cuvette during the assay sequence. The cse replaced the fluids giob (global input/output bus) pcb (printed circuit board). A siemens headquarter support center (hsc) reviewed the event data. Hsc could not determine the cause of the (B)(6) as the fluids giob controls all valves involved with the wash functionality of the advia centaur system. The cause of the (B)(6) on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6), above the cutoff for mandatory confirmation testing, were obtained on two patient samples on an advia centaur instrument. The (B)(6) were not reported to the physician(s). The samples was repeated on the same instrument, resulting sections. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6).